Event description:
The fluid delivery set packageed within their convenience kit is allowing air to be aspirated into the system.there has been no air injection or patient injury.a sample is being returned for evaluation.